Event description:
Distributor reported that a fragment of the glass vial was mixed in the calcitite. No patient involvement or impact was reported. The distributor did not provide further information.

Manufacturer narrative:
Findings: complaint can not be verified. Visual inspection found that vials were returned in a plastic bag empty. No chips were found on returned vials. Glass chip was returned in a separate plastic bag. Lot tracing was completed and was found acceptable to release criteria. The lot listed and two others will be the subject of a removal action reported to the district office by zimmer corporate staff. This 3500a form is being filed more than 30 days after the receipt of the complaint information. No injury was involved in the complaint reported. Upon completion of our investigation, it was determined that a removal action would be undertaken and reported to the FDA. This MDR is being filed in conjunction with that reportable removal action.